Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon piece came out of her two weeks after using the tampons. Consumer experienced pain, discomfort and mild cramping along with abnormal discharge, odor, spotting and a shorter period. She consulted with a nurse at her doctor's office over the phone. She was advised the symptoms may be from the tampon she had retained. She was concerned more pieces of tampon are still inside of her.